Event description:
It was reported that, at the end of the procedure, when the surgeon attempted to disengage the gamma nail from the jig, the ring on the very end of the jig fell/broke from the jig.

Manufacturer narrative:
Once the investigation has been completed any additional info will be reported in a supplemental report.